Event description:
It was reported that the patient suffered a fall so the left hip head and liner were revised. Intraoperatively the surgeon commented that the ceramic liner was fractured and that based on the wear pattern, where it fractured didn't make sense.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. The lot code provided is not valid. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
The patient is (B)(6) inches in height. The reported lot code ¿10127283cf¿ was determined to be invalid. An event regarding crack/fracture involving a trident alumina insert was reported. The event was not confirmed. The reported event involves the patient suffering a fall and therefore being revised. The head and liner were revised. Intraoperatively the surgeon noted that the liner was fractured and that based on the wear pattern the location of the fracture did not make sense. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as the returned device, operative notes, x-rays, office notes, and patient history are needed to determine the root cause.

Event description:
It was reported that the patient suffered a fall so the left hip head and liner were revised. Intraoperatively the surgeon commented that the ceramic liner was fractured and that based on the wear pattern, where it fractured didn't make sense.